Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient had redness and swelling near the incision of the new pump. The patient recently had their pump replaced (see (B)(4) - motor stall; grinding). The representative informed the patient to contact their healthcare provider (hcp) and/or go to the emergency room (ER) because of his description of a possible infection. One of the team members could meet the patient at the ER to interrogate the pump. The representative drove to the hospital when they received the call. When they arrived, the patient had already been discharged and left the hospital. The ER hcp told the patient he did not have an infection. It was unknown if the issue was resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. Additional information was received from the patient's managing healthcare provider (hcp) via a manufacturer¿s representative on 2017-mar-08. It was reported that the patient was having their pump removed due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.